Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. No signs or symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), product type: screening device. Product ID: neu_ens_stimulator, serial# unknown, product type: external neurostimulator.

Event description:
The healthcare professional (hcp) of a clinical study reported that the patient had dermatitis at the trial implant site. The patient was allergic. There were impedances out of range. Drainage started on (B)(6) 2016. Out of range impedances may be due to allergic dermatitis. Interventions included topical antibiotics were prescribed and therapy was suspended. Diagnostic methods included device interrogation which showed high impedances on electrodes 1-7 and low impedances on electrode 0, 1, 11, and 12. High and low impedance was shown on the programming strip from the external neurostimulator (ens.)the etiology was noted as not related to the device or therapy and related to the implant procedure. The etiology was noted as surgery/anesthesia. The etiology was noted as related to the leads. The patient experienced burning pain to the low back over the stimulator site. There was drainage around the tape. An exam showed that there was redness to low back under where the tape was placed. There was serosang drainage to the red areas. "Per subject I. R/t benzoin." The severity was noted as moderate. The trial leads were removed since the patient had effective therapy with 80 percent pain relief. The outcome was resolved without sequelae.